Manufacturer narrative:
Additional information medical devices: clopidogrel and cilostazol journal article: title: comparison of 1-year outcomes of triple (aspirin+clopidogrel+cilostazol) versus dual antiplatelet therapy (aspirin+clopidogrel+placebo) after implantation of second-generation drug-eluting stents into one or more coronary arteries. Journal: the american journal of cardiology issue: 4 ref: doi.org/10.1016/j.amjcard.2017.1. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted that documented a study which sought to evaluate the impact of triple antiplatelet therapy on clinical outcomes in patients treated with second-generation drug-eluting stents (des) for coronary artery disease. 404 patients were enrolled in the study and divided in to two groups of 202 each, those who were treated with second-generation des and triple antiplatelet therapy (aspirin, clopidogrel, and cilostazol) and those who were treated with des and dual antiplatelet therapy (aspirin, clopidogrel, and placebo). The clinical presentations of the study participants were stable angina, unstable angina and acute mi. 95 zotarolimus eluting stents were among the 530 des stents implanted. Lesions treated were the lad, left cx, right, ramus intermedius. Clinical outcomes after one year included death due to mi, ischemic stroke and ischemic-driven tvr. Other clinical outcomes reported were peri-procedural myocardial infarction, ischemic stroke, ischemic-driven target vessel revascularization and stent thrombosis. It was further reported that the following adverse effects occurred due to use of drugs; bleeding, neutropenia, hepatic dysfunction , headache, dizziness, gastrointestinal trouble, allergic reaction, peripheral edema and palpitation.